Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient's generator and lead were explanted after initial implant due to infection. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.

Event description:
Device history records were reviewed for the lead. The lead passed all specifications prior to distribution and was hp sterilized. No other relevant information has been received to date.